Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the bending tube breaks off and the control body rusts. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. The reportable event of rust corrosion is detectable and preventable by handling device in accordance with the following instruction for use (IFU). Instructions uretero-reno videoscope olympus urf-v3 chapter 3 preparation and inspection 3.3 inspection of the endoscope important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the bending tube breaks off and the control body rusts. There were no reports of patient involvement.